Event description:
It was reported that during a case the unit is shutting off. Further, the unit won't leave stand by mode until it is rebooted.

Manufacturer narrative:
Add'l info will be provided once the investigation has been completed.